Event description:
It was reported that a spectrum pump experienced an inoperable keypad. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #5, #6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. When the #1 key is pressed 16 will be displayed. When in alphabetic mode and the abc key is selected, ap will be displayed interfering with mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.